Event description:
Loss of integration. It was reported that the implants at tooth sites at 33, 43 lost integration and were removed.

Event description:
Loss of integration. It was reported that the implants at tooth sites at 33, 43 lost integration and were removed.